Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, broken on the radius side assessed, as unidentified (tear) opening (shell thickness was within specification). No additional observation. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, right side "possible rupture". "Capsular contracture, baker grade IV". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side "possible rupture", "capsular contracture, baker grade IV." Device was explanted.